Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula shaft. The wall thickness of the cannula shaft near the fracture was measured and did not meet specifications. Based on the condition of the returned unit, it is likely that the reported event was due to the cannula being more susceptible to fracture. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.

Event description:
Procedure performed: lap adrenalectomy. Event description: description: surgeon completed case in prone position and upon pulling out the trocar, the trocar sleeve broke in half leaving have in the skin level of the patient. The full piece was able to be retrieved easily with no harm to patient at end of procedure. The nurse saved the pieces for return and have been placed in office in a biohazard bag. Please send label to [name] who is copied on this email and she will assist in the return of the broken trocar. Additional information provided by applied medical representative on 27aug2024 via email: trocar was inserted in standard 10/2 fashion with obturator in place with no problems. No difficulty during insertion. The break was considered a clean break. Trocar was not used with a robot. Obturator was not inserted in the cannula at the time of the incident. Intervention: the full piece was able to be retrieved easily with no harm to patient at end of procedure. Patient status: no patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap adrenalectomy event description: description ¿ surgeon completed case in prone position and upon pulling out the trocar, the trocar sleeve broke in half leaving have in the skin level of the patient. The full piece was able to be retrieved easily with no harm to patient at end of procedure. The nurse saved the pieces for return and have been placed in office in a biohazard bag. Please send label to [name] who is copied on this email and she will assist in the return of the broken trocar. Additional information provided by applied medical representative on 27aug2024 via email: trocar was inserted in standard 10/2 fashion with obturator in place with no problems. No difficulty during insertion. The break was considered a clean break. Trocar was not used with a robot. Obturator was not inserted in the cannula at the time of the incident. Intervention: the full piece was able to be retrieved easily with no harm to patient at end of procedure. Patient status: no patient injury.